Manufacturer narrative:
A follow-up report will be issued after the investigation is complete.

Event description:
As reported: 14f manta would not advance pass the sheath valve.

Manufacturer narrative:
The device was not returned for investigation. No return product evaluation could be completed. The device lot history record review indicated no non-conformities related to this lot, therefore, supporting the device met material, assembly, and performance specifications prior to shipment. Based on the information submitted, following a tavr procedure, a 14f manta was planned for closure. No issues were encountered advancing or withdrawing the procedural sheaths. While inserting the bypass tube through the hemostatic valve of the manta sheath, the physician encountered severe resistance while attempting to advance the bypass tube into the sheath hub. Buckling and bending of the bypass tubes occurred when met with resistance. The physician removed the entire 14f manta device and sheath, and a new 14f manta device and sheath were placed, successfully achieving hemostasis. The IFU indicates in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the e4tire system and open a new device.